Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm1) on he patient side cart (psc) had repeated errors. Customer kept recovering the fault however, they requested a follow-up as it was not the first time they had seen this error. An intuitive surgical inc., (isi) technical support engineer (tse) verified error 32097 occurring on axes controller motor (acm) of usm. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, the reported event was reproducible. The fse replaced the universal surgical manipulator (usm1) on the patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was tested on an in-house system in normal mode where it triggered a 319 error. A log review showed multiple communication errors (32097, 1126, 31226) occurring on usm 1 pointing towards the rolling loop fiber. The unit was also tested on a testing platform where it failed tests check all boards present (acc not found) and fiber test on the rolling loop fiber. A golden rolling loop fiber was installed, and unit passed. The usm passed all other required tests thereafter. The complaint was confirmed based on the field evaluation and failure analysis.